Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4: batch # a9dd1m. Additional information was requested and the following was obtained: "there was no patient consequences and I apologize if I said the case was delayed by 90 minutes. There was no delay at all. The staff just used another el5ml." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and form 13 conforming clip and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformance's were identified.

Event description:
It was reported that during a cholecystectomy procedure, the device fired two clip and worked correctly but on the 3rd firing would no longer deploy a clip. An additional device was used and it worked for the remainder of case. The patient was not impacted by this. The surgery was delayed by 90 minutes. The procedure was completed successfully with no patient harm.